Event description:
A female pt reported experiencing acanthamoeba keratitis in the right eye, while including complete moistureplus in her lens care regimen. Pt has been using complete for over two years, and wearing acuvue advance lenses for one year. Pt's symptoms began in 2006, when she experienced photophobia and pain in her right eye only. Pt did not wear her lenses that day. She sought medical treatment from an optometrist; diagnosis corneal abrasions and treated with a steroid. When her symptoms did not improve within 2 weeks, pt was seen by an ophthalmologist. Diagnosis=herpes virus. Symptoms continued for another 11 days before pt was seen by a "corneal specialist". Culture was taken, and final diagnosis provided as acanthamoeba keratitis. The doctor reportedly stated that the cause was due to pt wearing her lenses while showering. Pt is still being treated (4 weeks later) with "16 drops per day, both antibiotics and steroids". Visual acuity is described by pt as "can't see", and she is still experiencing photophobia.

Manufacturer narrative:
Lot number of solution used by pt is unk. It is unk if the device failed to meet specifications, as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform prod investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.